Manufacturer narrative:
Submit date: 06/06/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue with an enteral feeding pump. The customer states the unit is not feeding correct formula.

Manufacturer narrative:
Submit date: 11/03/2016. An investigation of kangaroo joey pump was performed for the reported condition of; the unit does not feed correct formula. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to failure of the unit¿s rotor and gearbox; gearbox and rotor were replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo joey was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).